Manufacturer narrative:
The insulin pump was received with normal operating currents. There were no unexpected failed battery test alarms on the device. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump primed properly, there was no motor error alarm and the motor passed the motor test. The insulin pump was received with missing end cap sticker and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and preparing to prime loop on the insulin pump. Customer's blood glucose reading was 486 mg/dl. Customer received a manual injection to treat their high blood glucose. Troubleshooting for the prime rewind was performed. Customer advised they were able to complete the fill tubing process and exit the rewind complete/bolus delivery loop. Customer received failed battery test and battery out limit alarm. Customer advised they received multiple failed battery tests. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.